Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device made noise when moved and was not working properly. There was no known patient impact reported.

Manufacturer narrative:
Analysis for the patient interface found that the customer's complaint could not be duplicated. Stim 1 was not working due to p/I board failure. The p/I board, broken cable clips and worn wave washer were replaced. The device was tested and passed according to manufacturing specification. If information is provided in the future, a supplemental report will be issued.